Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal resection, the device was activated, the jaws became locked and were pried off tissue in order to remove it. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no patient injury.